Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the thickness of the graft was not equal on all the lengths and the graft was of poor quality and unusable. On (B)(6) 2018, it was clarified that the issue did not occurred after a recent repair or purchase. Another device was used to complete the surgery. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the wheel is too soft and the ball bearings, o-rings, spring seal, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screws, poppet, motor, motor sleeve, swivel, thickness control shaft, reciprocating arm, adjustment cams, ring gear and planet gears were replaced. This is not a related issue. Product return of the air dermatome by medicrea on (B)(6) 2018 revealed that the device passed all incoming testing and there were no issues with the device. The calibration and motor were both within specification. Repair of the air dermatome was performed by medicrea on (B)(6) 2018 which included no replacement parts. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since the device functioned as intended during initial inspection. The reported event was not confirmed since the device functioned as intended during initial inspection; hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during this 9th surgery the thickness of the graft was not equal on all the length and the graft was of poor quality therefore unusable. The surgeon decided to change the product to take another graft more thin. No additional consequences have been reported as a result of this malfunction.

Event description:
The customer reports that the product came back from repair in (B)(6) 2018. It has been used on (B)(6), so the product has been used 8 times before the new event on (B)(6). During this 9th surgery with it, the surgeon dr. Leduc the thickness of the graft was not equal on all the length and the graft was of poor quality therefore unusable. The surgeon decided to change the product to take another graft more thin.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018, it was reported that during the 9th surgery with the device, the surgeon stated that the thickness of the graft was not equal on all of the lengths. The graft was also of poor quality and therefore was unusable. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in the vdoc service portal. The last repair was february 7, 2018 where it was reported that the wheel is too soft and the ball bearings, o-rings, spring seal, needle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, swivel, thickness control shaft, reciprocating arm and fine adjustment cams were replaced. This is not a related issue. Product review of the air dermatome by medicrea on april 11, 2018 revealed that the device passed all incoming testing and no issues were found with the device. The calibration and motor speed of the device were both within specifications. The device was then returned to zimmer biomet surgical for further evaluation and repair. Product review of the air dermatome on july 27, 2018 revealed that the control bar was not in the correct position and the calibration was out of specifications. Repair of the air dermatome was performed by medicrea on april 18, 2018 which included recalibration of the machine head. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the air dermatome was performed by zimmer biomet surgical on july 27, 2018 which included replacing the control bar and positioning it in the correct position as well as calibrating the device. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the control bar was not in the correct position and the calibration was out of specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the control bar was not in the correct position and the calibration was out of specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.